Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. No further clarification or further information was received from the customer. A review of quality, production and maintenance records revealed no deviations in relation to the reported error. We have further inventory of the material/batch. We have no further complaints on the material/batch. This complaint can not be determined.

Event description:
Customer advises they are experiencing short draws.